Event description:
It was reported a home patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was an infection in the intestine. The patient was hospitalized for the event. Treatment rendered for the peritonitis event was unspecified antibiotics (dosage, route and frequency were not reported). On a later date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Pd therapy and antibiotic treatment were ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The consumer stated the physician could not provide specific details about the intestinal infection and could not confirm that the infection was the cause of the peritonitis event. The cause of the event and culture result remain unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was hospitalized for peritonitis in (B)(6) 2012. A baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h12j03034 and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12k16059 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).